Event description:
The external pulse generator was returned to the company service center in accordance with the field advisory and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the liquid crystal display (lcd) lens was broken, the battery contacts were compressed and the encoder flex was out of specification. It was also noted that the ring was bent.